Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, oversensing was observed on the right atrial (ra) lead. During the replacement procedure, insulation damage was observed on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition

Manufacturer narrative:
Additional information: d10, h3, h6. As received, a partial lead was returned in three pieces. Visual inspection found two external insulation abrasions breaching the outer insulation proximal to the ring electrode consistent with friction to another implanted device or feature of the patient anatomy. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. The reported events of insulation damage and oversensing were confirmed. The cause of oversensing was due to the exposure of the outer coil at the abraded zones.